Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation on the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.